Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was re-turned in the cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the iabc bladder membrane, fluid/ liquid blood was noted within the sheath sidearm. Buckling was noted on the teflon sheath extrusion. The one-way valve was connected and tethered to the short driveline tubing. The visible section of the bladder was fully un-wrapped. A bend to the iabc central lumen within the flex-tip assembly was noted at approximately 4.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was attempted to be moved. Initially, the sheath did not move. The sheath was able to be removed from the bladder and moved towards the bifurcate using force. Upon removal of the sheath, no visual damage or abnormalities were noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immedi-ately detected from the bladder membrane. Under microscopic inspection, a total of two (2) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 21.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter does not pass well enough to complete implantation" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object, were found the on the iabc bladder. The damaged bladder can allow the bladder to prematurely un-wrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "when the product is used, the catheter does not pass well enough to complete implantation and cannot be used". Additional information states that the catheter was swapped out to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current conditions is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the product is used, the catheter does not pass well enough to complete implantation and cannot be used". Additional information states that the catheter was swapped out to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current conditions is reported as "fine".